Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be the transfer set disconnecting from the pd catheter adapter. The treatment was not reported. It was not reported if the patient was hospitalized. The patient had recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) - actual occurrence date is unknown.the device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.